Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice within 10 and 20 seconds. However, at third inflation at 6kpa, the balloon ruptured within 30 seconds. The device was simply removed with no complications reported. The procedure was completed with another of same device. The patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was not received for analysis. Therefore, a technical analysis could not be performed. However, an analysis was concluded based on the received photo of the complaint device. The image shows device packaging only. Returned media cannot confirm reported event allegations.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice within 10 and 20 seconds. However, at third inflation at 6kpa, the balloon ruptured within 30 seconds. The device was simply removed with no complications reported. The procedure was completed with another of same device. The patient was stable post procedure.